Event description:
Subsequent to filing the initial medwatch, the following information was received. When the promus was inflated to 1 atmosphere during second inflation, the balloon ruptured and the stent dislodged.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but are not limited to: balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure. There was no report of any leaks in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured upon inflation. Additionally, as inflation was attempted, this would partially expand the stent, and subsequently when the balloon ruptured, this would result in loss of pressure to the balloon and the stent ultimately dislodging. However, without the product to examine, a conclusive cause for the reported balloon rupture could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the device was not returned and the lot number is unknown.

Event description:
It was reported that the promus stent was able to cross the lesion, but as the balloon was inflated to 1 atmosphere, the stent dislodged. Two non-abbott balloons were used to deploy and post-dilate the stent in the target lesion. No adverse patient effects were reported. No additional information was provided.